Manufacturer narrative:
Concomitant medical products: 4968-60, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an atrial tachycardia/atrial fibrillation (at/af) episode of extremely high rate and long duration was noted to have coincided with a magnetic resonance imaging (MRI) scan the patient received. The implanted cardiac resynchronization therapy defibrillator (crt-d) was noted to be non-MRI conditional. It was questioned by the healthcare professional (hcp) if the episode was a true arrhythmia or electromagnetic interference from the MRI scan. The coincidence with the MRI was thought to be too great to suggest a true arrhythmia, but a non-physiologic event, which satisfied the hcp's inquiry. The device remains in use. No patient complications have been reported as a result of this event.